Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast augmentation revision with a 475cc (left) mentor memorygel breast implant and a 525cc (right) mentor memorygel breast implant and experienced bilateral rupture post-operatively. The patient mentioned rippling and that the right side was "higher" and "getting hard". At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If mentor receives additional information regarding the event, a supplemental report will be submitted accordingly. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 07, 2025, mentor received additional information from the healthcare provider regarding the patient's event. It was clarified that the patient's rupture was on the right side only. Section h6-medical device problem code has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 13, 2025, mentor received additional information reporting that the patient was to undergo device explantation on (B)(6) 2025. D6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 03, 2025, mentor received additional information regarding the patient's event. It was diagnosed on the patient's operative report that the patient's rippling was on the patient's left side. Code e1723 was added in section h6 to document this additional information. Manufacturer¿s reference number: (B)(4).